Event description:
A pt reported blood glucose results of "529 mg/dl, 120 mg/dl, and 109 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.